Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient experienced discomfort due to phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was explanted and successfully replaced. The patient later expired from natural causes. There was no indication or allegation that the patient¿s death was related to the products or the procedure.